Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted due to high impedance. The patient was in good condition.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received indicates that the event was first discovered when a patient presented in the clinic for a device upgrade. It was noted that an exit-block was also observed.